Event description:
It was reported that the pump exhibited a force sensor bridge test. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by tube holder, the bottom case was cracked by the l bracket screws, and the plunger head was cracked by all the screws. Force sensor bridge test found in pump event history log. During functional testing using the infusion and occlusion test, the reported issue of force sensor bridge test was unable to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced plunger cable for preventive. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).